Event description:
It was reported that the array would not deploy. While preparing the 3.5/15/15 leveen coaccess electrode it was noted that the array would not deploy. The device was not used. The procedure was completed with another of the same device with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed an electrode, introducer set and cord with original tray, lid and product label were received. No visible residue was found on the device. The introducer set and cord were without issue. A physical examination of the electrode found the array to be retracted. A functional evaluation of the electrode was performed by extending and retracting the array with slight resistance noted. The tines were evenly spaced and un-deformed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the array would not deploy. While preparing the 3.5/15/15 leveen coaccess electrode it was noted that the array would not deploy. The device was not used. The procedure was completed with another of the same device with no patient complications reported.

Manufacturer narrative:
(B)(4).